Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. Customer reported the battery door is missing. No visible damage to the outside of the alarm reported. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product confirmed the reported issue. Eval revealed that the unit did not power up when using new batteries. The unit does power up when using an external power supply and passes functional tests. However, the battery springs are bent. Note: instructions for use for battery installation states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test the alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from svc and replace them with a properly functioning alarm and/or sensor. (B)(4).